Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 32mmol/l. It was mentioned that the caller stated the insulin pump was malfunctioning, which contributed to the customer's admission. It was mentioned that the customer was not wearing the insulin pump at time of call. Troubleshooting was performed. Reviewed the alarm history and found error alarms and no delivery alarms. Ran a fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to perform the high pressure test. Instructed the caller to stay on manual injections until the testing is completed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.